Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Multiple no disposable and high pressure alarm messages were found during error history log review. Visual and functional testing were performed. Unable to duplicate the customer's reported issue. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor which causes the "double beep" issue. The cause of the reported issue was fluid ingression which was user induced. The downstream occlusion sensor was replaced.

Event description:
It was reported that a smiths medical pump was double beeping with cassette. No patient involvement.